Event description:
The complaint did not return samples, nor provide lot numbers for the involved product code.jjmi- mfg catheters are tested & certivied sterile prior to being released from the mfg site. As long as the package is sealed, dry & without any color changes, it is considered sterile. MFR records show that there has not been a verified case of erythema with our product. Frequency & severity data are not available for this complaint. A clinician reviewed IV therapy techniques & the pertinent intravenous nursing standards of practices with the customer.